Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a dualswitch-valve 10/30 (part # fv100t) was implanted during a procedure performed on (B)(6) 2002. According to the complainant, the abdominal catheter has ruptured. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 162.5 centimeters (cm). Weight: (B)(6) (kg). Gender: female.

Manufacturer narrative:
Manufacturing and quality control data. The dsv was manufactured by a qualified employee on (B)(6) 2001. Deviations during assembly did not occur. The product was finally tested as article fv100t and released for packaging and sterilization and was sterilized by miethke. The dsv has a fixed pressure of 13 cmh2o in horizontal and 30 cmh2o in the vertical position. The parameters after completion of the valve assembly were tested at a flow rate of 50 ml/h at a fixed pressure of 13/ 30 cmh2o were found to meet specifications. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: - missing catheter/ torn catheter visible - deposits on the valve permeability test: the test showed that the dsv is permeable, the liquid was bloody. Internal inspection of product: after dismantling of the valve, deposits were found in dsv. Results: based on our investigation results, we have determined a catheter rupture. Over almost 20 years of implantation the shear and tensile forces applied might have led to a rupture. The magnitude of these forces cannot be determined retrospectively. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.